Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. The patient was hospitalized on the same day as the event onset. It was reported the patient was not treated with medication for the event; however it was also reported "treatment was ongoing". At the time of his report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information was available.